Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula retracted, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device had the cannula assembly fully deployed. The download data did not show timeouts and drive stalls. The device delivered 57 pulses and completed both first and second prime before being deactivated. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. No damages or defects were observed that would result in the reported needle mechanism failure. The cause of the reported event could not be determined.